Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead. The lead also had high impedance and sensing integrity counter (sic). The device did not give an lead integrity alert (lia) because the alert was not activated. The lead was reprogrammed then explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.